Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead, presented to the hospital with ventricular tachycardia (vt) and vomiting. Review of electrograms (egm) showed pacing inhibition resulting in three consecutive seconds of asystole. Additionally, increased threshold measurements and loss of capture (loc) was observed. It was noted that the patient had been placed on several medications that was suspected have caused the increase in threshold measurements and loc. The physician lowered the patient's medications and programming changes were made. An x-ray was planned. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received that a revision procedure was performed four days later. The pacemaker was explanted and the rv lead was capped and surgically abandoned. A new device and rv lead were implanted without incident. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.